Event description:
It was reported the patient has not recharged the scs system since (B)(6) 2014. As a result, stimulation ceased shortly thereafter due to an inoperable ipg. Surgical intervention was undertaken on (B)(6) 2014, explanting and replacing the ipg with a new model. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.